Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he inserted a new set and experienced a no delivery alarm. Customer's blood glucose was 239 mg/dl at the time of the incident. Customer was explained that recurring no delivery alarms may be due to site, set, or reservoir issues. Customer stated that tubing was not bent or kinked. Customer had over a dozen no delivery alarms in the last couple days and has gone through 3 reservoirs and 5 sets. Customer stated that it has been happening during normal use when he delivers a bolus. Customer reported that the alarm was resolved by a complete set change. Customer does not believe the problem is set, reservoir, or site related. Customer was advised to try a different lot and have his doctor examine the areas for scar tissue.